Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they were feeling electrical current through their chest and arms when they urinates since implant. It did not happen every time when they urinates. Patient was on program 1. Patient did not know about the implantable neurostimulator (ins) was off or not at the time of shock. Patient had urinary track infection (uti) about three days ago. Patient was implanted for urinary dysfunctional nerve system and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.